Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow-up report will be submitted. Per the sensor's directions for use: do not use tape to secure the sensor to the site; this can restrict blood flow and cause inaccurate readings. Use of additional tape can cause skin damage or damage the sensor.

Event description:
It was reported that the sensor may have caused some decubiti. It was noted that ear tape was utilized. No other details provided.